Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pump segment bulge discovered after responding to an occlusion alarm during an infusion of normal saline running at 100 ml /hr. The primary tubing was reportedly mated to an extension set and a non-carefusion needlefree connector.

Manufacturer narrative:
Concomitant products: non-bd filtered extension set; therapy date unk. The customer¿s report of a bulging silicone segment was not confirmed. Visual inspection of the set showed a kink on the silicone segment near the lower fitment; no other damages were found on any other component. Functional testing was performed and no bulging was observed during priming or gravity infusion. Pressure testing was performed up to 30 psi and there was no ballooning observed on the silicone segment. The probable cause of the kinked pumping segment was improper coiling of the set during the packaging stage of the assembly.